Event description:
Endo gia 60-3.8 stapler was used with no incident for the first two loads. After the stapler was reloaded with the 2nd reload the stapler did not completely fire. Stapler was removed from the field and replaced with a completely new stapler.